Manufacturer narrative:
The probable root cause is due to a calibration issue on the master tool manipulators (mtm).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report master tool manipulator (mtm) right grip closure problem and no matching instrument. The site continued with the second console available. The procedure continued robotically as planned, with a delay of less than 15 minutes and no harm to the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was not checked upon powering on, but it initially powered on without errors. The procedure was initially set as dual console, but one console had to be abandoned to continue. The instruments in use at the time of failure were fenestrated bipolar forceps and monopolar curved scissors. The failure was not related to an inability to move the instrument, and the movements scaled appropriately to the surgeon's commands, although there was a delay in instrument movement. There was no shakiness or friction, and the instrument moved in the intended direction. The issue was persistent.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed readjustment /calibration of the system component to resolve the issue. The system was verified and ready to use.